Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited a "no disposable, clamp tubing" alarm. Per reporter when cassette was used on a different pump the same error occurred. No adverse patient effects were reported.